Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Discussion with both the nurse and the dr did not help me fully understand what happened, and there was no imaging. What was described to me was that the stent "ballooned" out of the stricture and essentially migrated distally immediately after it was deployed. The stent was identified as being initially deploying with the proximal part well above the distal stricture, and the yellow marker was clearly in view at the papilla. The dr (B)(6) has used 55 evo-b so far this year and his highly experienced with the function of the deployment system. It is difficult to postulate as to exactly what happened, but the result of this was that the stent had to be removed and another stent was placed (successfully) across the stricture. Nb: (B)(6) considered using an 8cm fc stent at this point, and rechecked his measurements. He decided that the 6cm length was perfect and he could not justify using a longer stent. The only 6cm stent available at the account was a boston wallflex. This was deployed successfully across the stricture. The evo stent did not behave in the way (B)(6) expected and he felt that the device had failed on this occasion. He actually asked me to ensure that there are more than one 6cm fc stent available, as he would have used another evo had the correct type and size been accessible. Patient outcome: did any piece of the device remain inside the patient¿s body? No. Please describe the object and how it was retrieved (if applicable): did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Please specify additional procedure(s) and provide details: did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details:

Manufacturer narrative:
Supplemental report being submitted due to lab evaluation being completed on 02-oct-2020. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to lab evaluation being completed on 02-oct-2020. Discussion with both the nurse and the dr did not help me fully understand what happened, and there was no imaging. What was described to me was that the stent "ballooned" out of the stricture and essentially migrated distally immediately after it was deployed. The stent was identified as being initially deploying with the proximal part well above the distal stricture, and the yellow marker was clearly in view at the papilla. The dr (B)(6) has used 55 evo-b so far this year and his highly experienced with the function of the deployment system. It is difficult to postulate as to exactly what happened, but the result of this was that the stent had to be removed and another stent was placed (successfully) across the stricture. Nb: (B)(6) considered using an 8cm fc stent at this point, and rechecked his measurements. He decided that the 6cm length was perfect and he could not justify using a longer stent. The only 6cm stent available at the account was a boston wallflex. This was deployed successfully across the stricture. The evo stent did not behave in the way (B)(6) expected and he felt that the device had failed on this occasion. He actually asked me to ensure that there are more than one 6cm fc stent available, as he would have used another evo had the correct type and size been accessible. Patient outcome: c5. Did any piece of the device remain inside the patient¿s body? No. C6. Please describe the object and how it was retrieved (if applicable): c7. Did the patient require any additional procedures due to this occurrence? No. C8. Did the product cause or contribute to the need for additional procedure(s)? No. C9. Please specify additional procedure(s) and provide details: c10. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. C11. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. C12. Please specify adverse effect(s) and provide details:

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1627160 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd october 2020. In summary the following results were observed in the lab evaluation: retrieval loop to polyimide joint was broken, flexor was kinked 88cm approx from handle. Stent was returned separately. Safety wire not retuned. Unable to recapture introducer possibly due to kink. Handle actuating fine however unable to deploy the introducer due to kink. Handle was opened and all cogs intact. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1627160 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1627160; upon review of complaints this failure mode has not occurred previously with this lot # c1627160. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It appears that the retrieval loop assembly joint could have broken early in the procedure. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure causing the damage and causing the retrieval loop getting caught up in the stent and causing the event described. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trend.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.